Manufacturer narrative:
The device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: all issues with these devices were found during testing and repair. No patient involvement was indicated to aaron hardesty, or our technician, at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. The upstream occlusion sensor failed calibration test. Investigation found that the upstream occlusion/ downstream occlusion sensors were not operating as intended as the device would not complete the calibration process. It was recommend replacing the uso sensor and also the dso sensor for preventive measures. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: d4: catalogue number: 21-2120-0104-01; d4: model number : 2120; h5: correction: labeled for single use: no.

Manufacturer narrative:
Additional information received on 25-jul-2022 via email and attached to complaint object: all issues with these devices were found during testing and repair. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification., correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106